Event description:
This is a spontaneous case report received from a other health professional in (B)(6) on (B)(6) 2016 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted in 2014. The patient experienced pelvic pain and therefore had essure removed. Follow-up received on (B)(6) 2016: the (B)(6) reference number (B)(4) was received. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) removed because of pelvic pain. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical complaint is being sought. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2016: essure removed laparoscopically without any complications. Her pain is still persisting 10 weeks after her operation. Lot numbers were not documented. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) year-old (B)(6) patient who had essure (fallopian tube occlusion insert) removed because of pelvic pain. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical complaint (lot number was not provided), product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Quality safety evaluation received on 09-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) removed because of pelvic pain. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical complaint (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information has been requested.